Event description:
It was reported that the patient went to the emergency room (ER) at the (B)(6) hospital on (B)(6) 2025 due to hyperglycemia and high ketones. The patient's blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) with ketones of 3.7 while wearing the pod between 5 and 24 hours on the hip/buttocks. Symptoms reported include vomiting. The faulty pod was removed and replaced with a new pod prior to going to the hospital. At the hospital, the patient was administered insulin via the pod and given water to drink. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type.